Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a demand preventive maintenance service visit, the cardiosave intra-aortic balloon pump (iabp) failed the pim and fill manifold tests, and the upper display showed a horizontal line. No patient was involved.

Event description:
It was reported that during preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) failed the pim test, fill manifold test, and the upper display had a horizontal line. There was also an autofill failure reported. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code, medical device ¿ problem code), h11. A getinge field service engineer (fse) evaluated the unit. The fse reported that a quote was sent to the customer for the needed repairs, including display parts (lcd display, display cover, display seals, label), pneumatic module assembly, and helium reservoir replacement. The customer hasn't approved repair or provided a purchase order for the malfunctioning parts.